Event description:
It was reported that an interlink continu-flow solution administration set was found to have an inverted rubber port after an injection with a blunt needle. The reported condition occurred during infusion. There was no report of patient/user injury or medical intervention needed in association with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.